Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a hypoglycemic event that occurred on (B)(6) 2016. Patient stated that they had been unable to get through to technical support for approximately two weeks and on (B)(6) 2016 needed to be taken to the emergency room (ER), due to a blood glucose level of 29mg/dl. It is unknown if the patient was wearing the continuous glucose monitor (cgm) at the time of the event. Additionally, patient indicated that they are a paramedic. No additional patient or event information was provided.